Manufacturer narrative:
Section d9: only a portion of the driveline returned. Manufacturer's investigation conclusion: incidental findings: damage and twisting in the outer silicone jacket was observed on the external portion of the driveline. The evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported low speed events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 22.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires confirmed a partial fracture in the orange wire approximately 3.5¿ from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining driveline wire portions revealed no evidence of obvious damage to the wires or the underlying conductors. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed events that were confirmed through the submitted log file. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-19589 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28mar2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Following the repair, the patient was placed back on a grounded cable and monitored for 24 hours. The alarms did not return. The patient was discharged home with a follow-up visit scheduled.

Event description:
It was reported that the patient had multiple speed drops on interrogation. The patient was stable. The patient's log files were reviewed by technical services and the log showed 17 low speed advisories on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. This appeared to be a potential issue with the percutaneous lead. Additionally, the log noted no external power events on (B)(6) 2021. This was caused by power to the mobile power unit being interrupted. There was also a no external power event on (B)(6) 2021 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. X-rays of the driveline showed potential areas of concern and the patient had a distal end driveline repair on (B)(6) 2021. During the repair 7 inches of internal driveline (velour coated) was pulled out and exposed. The driveline was spliced approximately 1 inch beyond this point. Related manufacturer reference number: 2916596-2021-02209.